Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 3006705815-2018-01473. It was reported the patient underwent a procedure where 2 scs trial leads were placed. Upon transfer to postoperative recovery, the patient began to experience back and leg pain. Pain medication was administered, but after approximately 60 minutes the patient was taken back into the procedure room. X-rays did not indicate any anomalies with respect to the leads. The physician then removed the leads. Patient was admitted to the hospital and was given intravenous (IV) steroid and pain medication, which appeared to have helped and no further side effects were reported.